Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, getinge service has not be requested by the customer. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that while supporting a patient the cs300 intra-aortic balloon pump (iabp) had a blood detected alarm but there was no indication of a leak. Or loose connection. The customer turned pump off waited for 10 seconds and restarted the iabp but it generated an autofill failure alarm. The customer restarted the iabp several times and finally got the iabp working but it was suggested to swap out the iabp. No patient harm or adverse event was reported.